Event description:
#Medwatcher #followup1 #fdamw5038147 #(B)(4) update of information: (B)(6), 2014. I had a salpingectomy (bilateral) with essure device removed. The right coil was noted into the uterus further than what was documented at my hsg (B)(6) ago. My left coil was broken and pointed with a 90 degree angle inside my fallopian tube. The surgeon stated very close to rupturing the tube. All pieces of the essure coils were removed and I was given an xray to confirm that no fragments were left behind. During this surgery, the surgeon noted that I had endometriosis(all throughout my abdominal cavity: stage 4), adenomyosis (on uterus and ovary) and severe adhesions (all throughout my abdominal cavity). His recommendation after seeing this was a second surgery. His recommendation was a complete hysterectomy with left oophorectomy. Also a "cleaning out" of my abdominal cavity of endometriosis and adhesions. This surgery was performed on (B)(6), 2014. Left ovary was buried deep into the bowel and was adhered to the bowel by adhesions. He felt I had stage 4 endometriosis. No mention was ever made to the endometriosis or adenomyosis during my c-sections(1999 and 2005). Since having both surgeries in 2014, it feels like it has been a long recovery. A lot of the above mentioned symptoms have disappeared when the essure coils were removed. I am still dealing with several ongoing issues of joint pain, occasional dizziness, feeling of extreme coldness, fatigue, weight gain, food allergies and gluten sensitivities, diabetes, and sleep apnea. The essure device is now currently out of me and was given back to me. I have it in my possession in a sterile cup. The coils were not returned to the manufacturer.

Event description:
#Medwatcher #(B)(4). Very heavy bleeding, severe cramping that comes in waves experienced like childbirth, huge clots the size of a softball, going thru overnight pads and super tampons together and changing them every hour. Spotting every few days for a few days in between periods. Mood swings and fatigue. Low back pain prior to and during spotting and severe back pains during periods. Debilitating periods being unable to function and just needing to curl up in a ball. No lab data at this date. Attempted 3 different birth control pills at different intervals prescribed by my family dr to try to help control the bleeding, cramping and spotting. Bcp tried during this time included solia, desogen and micronor. All did help with the amount of bleeding and cramping during the period. None helped with the spotting issue. In (B)(6) 2010, I was referred to an obgyn to have further testing for causes to this problem. I had an endometrial biopsy, blood work(fsh, tsh, hgb) and ultrasound. All tests and blood work returned a normal result. No explanation was given as cause of the heavy bleeding at this time and was offered natazia birth control pill, mirena or a hysterectomy as options to fix this issue. Between now and the present, I have had increased allergy issues that required seeing an allergist and having desensitivity shots for the next 4 1/2 years with minimal results. The natazia which I had chosen to try has helped with the bleeding and cramping but hasn't completely fixed the spotting. It has helped but not completely. In (B)(6) of 2014, I have had pain in my abdomen. Occasionally on the left side but more prominently on the right side. It is a sharp stabbing pain. Ultrasound and xray obtained. Left side essure coil tip is broken and presenting beside the coil. Right side essure coil looks to be misplaced and not in proper placement. This correlates with the sharp stabbing pain that I am experiencing. The ultrasound shows that there is complex fluid showing in the uterus that is reflecting of hemorrhaging. I am currently working along with the doctors for further testing and possible surgery. I was implanted with a medical device implant called essure on (B)(6) 2007. I had 2 hsg procedures for proper blockage protocol. First one was (B)(6) (B)(6) 2008. This showed both tubes were blocked. This medical device implant is now manufactured by bayer, formally by conceptus, inc. My lot number is 624839. My model number is ess205. This device has a three year shelf life; however, I do not have that. The onset of my complaint started on (B)(6) 2009. This is a list of my side effects and symptoms that I have experienced due to essure...sleep apnea, food allergies, weight issues, gluten sensitivity, swollen glands, high blood pressure, metal allergies to nickel, itching , burning and stabbing at the vaginal entrance, bleeding between periods, heightened allergies, yeast infection, bacterial vaginosis, swelling of legs and feet, discharge vaginally, migraine headaches, fatigue and loss of energy, diminished brain function, urgent urination, excessive sweating, excessive bleeding during periods, painful ovulation, insomnia, night sweats, painful intercourse, hot flashes, gastrointestinal issues, hair loss, dry skin, nausea, bleeding and spotting after sex, painful periods, hip pain, severe bloating, joint pain, dizziness, abdominal spasms and fluttering, back pain, broken and migrated coils, pcos. I have been seen by 3 doctors. I have been diagnosed with he following conditions....chronic allergies, hypertension, diabetes, pcos, dub. I have not had any surgeries to date...this is pending now that the one coil has a broken tip and the other has migrated. The device is still inside of me and has not been returned to the manufacturer.